Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose level. The cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended.